Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and showed power on reset parameters. It was noted that the device should be able to fully recover after the reset. Diagnostic information is consistent with reported event.

Event description:
It was reported that the device indicated a power on reset (por) had occurred. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.